Manufacturer narrative:
The saber percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated, however it ruptured at 16 atmospheres (atm). There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) which had eccentric stenosis. It was mildly calcified, 60 percent stenosed and had mild tortuosity. There was little friction felt while tracking the catheter through the vessel/lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure. It was replaced with a new non-cordis balloon catheter and the procedure was completed. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. The same indeflator was successfully used with other devices. The product was not returned for analysis. A product history record (phr) review of lot 17647167 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of eccentric stenosis, mild calcification and tortuosity may have contributed to the reported event as calcification is known to cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 17647167 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the saber pta balloon catheter was delivered to the lesion and inflated, however it ruptured at 16 atmospheres (atm). There was no reported patient injury. It was replaced with a new non-cordis balloon catheter and the procedure was completed. The device was stored and handled per the instructions for use (IFU). The target lesion was the superficial femoral artery (sfa) which had eccentric stenosis. It was mildly calcified, 60 percent stenosed and had mild tortuosity. There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. The same indeflator was successfully used with other devices. There was little friction felt while tracking the catheter through the vessel/lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure.